Event description:
It was reported that during a "ileopauchanalanastomosis" procedure, there was a significant part of staple line missed after firing the circular stapler. No free staplers were found in this area; the formed part of suture was perfect. The anastomosis was completed manually.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction? What color reload? Contour/green. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) in this case, it was by hand, because there was the j pouch created. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Orange part visualisation, audible click (and one part of the suture was perfectly formed). When the device was fired, where was the indicator within the green zone/gap setting scale? The lower third (more thin tissue). Was buttressing material utilized? None. Was the instrument fired across or near an existing staple line or clip? Across (as usually by resecting with contour). How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch, fire plastic to plastic. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Is a pathology specimen and/or report available? Probably yes in hospital, the proximal circle was not full. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak was large. Did the operation change significantly as a result of the device issue? Not at all, the anastomosis was completed manually. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Yes, the instrument was fired by second surgeon under primary surgeon supervision. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.